Event description:
It was reported that the device was entrapped with the guidewire, fractured, and an additional device was required. This 2.1mm jetstream xc catheter was selected for use during a peripheral intervention atherectomy procedure to treat a left anterior tibial lesion. During the procedure, the device was advanced up to the tibiofibular trunk; however, it became stuck with a non-boston scientific guidewire. Attempts were made to rex the device out; however, it was difficult to remove. The device was able to be pulled out together with the wire after several attempts and was noted to be frayed/fractured upon removal. Additionally, intima from the vessel was observed on the catheter after removal. A sterling 018 balloon was used to tact up the vessel post procedure.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined. Visual examination revealed the sheath was separated 11.6cm from the tip. There were multiple areas of buckling along the sheath and the coil was stretched. Microscopic examination revealed no additional damages. A device to device interaction test was performed, and the guidewire could not pass through the stretched coil. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stuck on guidewire, difficulty to remove, and fracture.

Event description:
It was reported that the device was entrapped with the guidewire, fractured, and an additional device was required. This 2.1mm jetstream xc catheter was selected for use during a peripheral intervention atherectomy procedure to treat a left anterior tibial lesion. During the procedure, the device was advanced up to the tibiofibular trunk; however, it became stuck with a non boston scientific guidewire. Attempts were made to rex the device out; however, it was difficult to remove. The device was able to be pulled out together with the wire after several attempts and was noted to be frayed/fractured upon removal. Additionally, intima from the vessel was observed on the catheter after removal. A sterling 018 balloon was used to tact up the vessel post procedure.

Event description:
It was reported that the device was entrapped with the guidewire, fractured, and an additional device was required. This 2.1mm jetstream xc catheter was selected for use during a peripheral intervention atherectomy procedure to treat a left anterior tibial lesion. During the procedure, the device was advanced up to the tibiofibular trunk; however, it became stuck with a non boston scientific guidewire. Attempts were made to rex the device out; however, it was difficult to remove. The device was able to be pulled out together with the wire after several attempts and was noted to be frayed/fractured upon removal. Additionally, intima from the vessel was observed on the catheter after removal. A sterling 018 balloon was used to tact up the vessel post procedure. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined. Visual examination revealed the sheath was separated 11.6cm from the tip. There were multiple areas of buckling along the sheath and the coil was stretched. Microscopic examination revealed no additional damages. A device to device interaction test was performed, and the guidewire could not pass through the stretched coil. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stuck on guidewire, difficulty to remove, and fracture.

Manufacturer narrative:
Correction to h6 device code: code updated. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined. Visual examination revealed the sheath was separated 11.6cm from the tip. There were multiple areas of buckling along the sheath and the coil was stretched. Microscopic examination revealed no additional damages. A device to device interaction test was performed, and the guidewire could not pass through the stretched coil. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stuck on guidewire, difficulty to remove, and fracture.